Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Medical product - pn 65875305601, ln 63020204, shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners with calcicoat ceramic coating. Pn 811400010, ln 63145219, femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length.

Event description:
Patient underwent left hip revision procedure 9 days post-implantation due to dislocation. All components were revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00291.